Event description:
The pt went to the hosp because the ICD had delivered therapy. Interrogation of the ICD showed that a first therapy had been aborted when the pt's tachycardia spontaneously terminated. Twenty mins later the pt again went into a tachycardia and rec'd therapy which converted the arrhythmia. The stored electrograms indicate, however, that the device took over 30 seconds to charge and delivered whatever amount of voltage was available when the charging timed out. The electrogram also showed that the device was at constant noise reversion with 60 cycle noise after the therpay had been delivered.